Event description:
The tip of the ace laparoscopic shear harmonic broke during the laparoscopic total hysterectomy, bilateral salpingo oophorectomy. X-rays taken at end of the case confirmed there was no retained object in the peritoneal cavity.